Manufacturer narrative:
Macroscopic examination confirms the mas bone screw is fractured approximately ~4-5 threads below the screw head. The broken off portion of the screw reportedly remains in the body and therefore was not returned for analysis. Optical examination did not identify a material surface defect around fracture surface that could contribute to crack propagation. Microscopic examination of fracture surfaces reveal a fairly flat fracture, with beach marks, which are indicative of cyclic fatigue, followed by ultimate failure of the implant. The fracture surface morphology suggests the primary mode of fracture to be cyclic fatigue, with a localized region of origin, direction of propagation and subsequent final fracture. Ratchet marks were identified on one of the screws around the area of crack initiation. Key dimensional specifications, the major and minor diameter of the bone screw, were measured and found to conform to print specification. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior surgical procedure to treat the t12 area. It was reported that 15 months post-op it was found on films that the screw was broken. The patient underwent a revision surgery 4 days later to have the screw removed. A portion of the screw remained in the patient. No additional complications were reported.